Event description:
It was reported that during cardiac surgery eight minutes into cardiopulmonary bypass (cpb), the arterial line pressure rose from 180 mmhg to 380mmhg. The user clamped the device out of the circuit, the pressure returned to normal and the procedure continued. The pt was weaned off cpb with no problems, and was discharged from the intensive care unit on a normal schedule. Intra-operatively moderate hematuria was observed; the user judged that unknown factors besides the device/event may have contributed to this observation. During the high line pressure episode, platelet counts decreased, but recovered once normal line pressure was restored. Some of the effect on platelet count was attributed to hemoconcentration/hemodilution.